Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported that some time following stent implantation of the xience v stent, in-stent restenosis (isr) occurred. No treatment was reported. No additional event or pt info is available.

Manufacturer narrative:
Restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting. Additionally, restenosis is listed in risk assessment as a no-fault post-procedure complication. This pt effect is not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. In this case, a conclusive cause for the reported pt effect and the relationship to the xience v sds, if any, cannot be determined.